Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 1150 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller didn't have the tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.